Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the reported entrapment. Per the physician, the patient was in poor health prior to the procedure and the issue with the proglide device did not cause or contribute to the patient death. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a proglide device after an impella procedure with a 14f sheath. Reportedly, when attempting to remove the proglide device, the foot did not fully close and the device was unable to removed. A vascular cutdown was performed to remove the proglide. Two days later, the patient passed away. The physician stated the patient was in poor health prior to the procedure and the issue with the proglide device did not cause or contribute to the patient death.